Manufacturer narrative:
H6: investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd¿ pen needle experienced was unable to deliver medication. The following information was provided by the initial reporter, translated from chinese to english: when a nurse in general surgery injected long-acting insulin for a patient, it was found that the needle was blocked and could not exhaust the air.

Manufacturer narrative:
D.4 device expiration date: unknown (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ pen needle experienced was unable to deliver medication. The following information was provided by the initial reporter, translated from chinese to english: when a nurse in general surgery injected long-acting insulin for a patient, it was found that the needle was blocked and could not exhaust the air.